Event description:
It was reported that the ilet device¿s touchscreen was cracked with an unknown cause, while the device continued to function and blood glucose control remained unaffected, consistent with a device component failure involving the display assembly. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention or hospitalization. Investigation included device evaluation upon return and review of complaint information. Investigation of this case revealed physical damage to the touchscreen without functional impairment of insulin or glucagon delivery. It was concluded that the event was attributable to damage to the device¿s screen and not to a performance failure of dosing functions.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.